Event description:
It was reported that this left ventricular (lv) lead was explanted and successfully due to an anomaly unrelated to the performance of the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
Initial MDR report number 2124215-2026-22243 was sent in error. This model is not bsc reporting responsibility.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned and successfully replaced due to an anomaly unrelated to the performance of the lead. No additional adverse patient effects were reported.